Event description:
It was reported that bd syringe luer-lok¿ tip was cracked along the barrel. The following information was provided by the initial reporter: material no.: 302995 batch no.: 9064509. It was reported that the syringe cracked along the barrel. This complaint is 3 of 3 (instance 3/3). Per response email the third instance was 5/20/2019. 1. Was the reported defect discovered or occur before use or during use? A. During use. 2. Was it specified on what date(s) the reported issue occurred? A. (B)(6) 2019. 3. How many patients were involved? If so, are any patient identifiers available? (E.g. Facility ID#, age, weight, gender, etc.) A. No exposure to staff occurred. Reported issue: customer experienced 3 instances of the bd syringes being cracked along the cylinder. We had an incident where the caregiver administering fluid to the patient, had the syringe crack, which caused the patient¿s blood to squirt back on to the care giver, compromising sterility and getting the patient¿s blood into the caregivers eye. The patient tested positive for hep b and hiv.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip was cracked along the barrel. The following information was provided by the initial reporter: material no.: 302995, batch no.: 9064509. It was reported that the syringe cracked along the barrel. This complaint is 3 of 3 (instance 3/3). Per response email - the third instance was (B)(6) 2019. Was the reported defect discovered or occur before use or during use? During use. Was it specified on what date(s) the reported issue occurred? (B)(6) 2019. How many patients were involved? If so, are any patient identifiers available? (E.g. Facility ID#, age, weight, gender, etc.) No exposure to staff occurred. Reported issue: customer experienced 3 instances of the bd syringes being cracked along the cylinder. We had an incident where the caregiver administering fluid to the patient, had the syringe crack, which caused the patient¿s blood to squirt back on to the care giver, compromising sterility and getting the patient¿s blood into the caregivers eye. The patient tested (B)(6) for (B)(6) and (B)(6).